Manufacturer narrative:
The analysis of all gathered information is ongoing. Additional information will be provided upon conclusions of the investigation.

Event description:
During inspection of arjo citadel beds in the hospital (B)(6), arjo technician found 3 citadel beds with the unacceptable distance at the head end radius arm clip. Additionally, it was confirmed that the c-clip securing radius arm was firmly located in place. The photographic evidence proved that the radius arm did not detach from the bed's frame and the bed did not collapse in any of these three beds. These devices were used by the patient; however, no injury or other medical consequences were reported. The malfunction decided to be reportable due to the fact that it may lead in the specific circumstances to the radius arm detachment and bed's collapse. This report is related to second out of three defective beds.

Manufacturer narrative:
The evaluation of the claimed beds will be carried out at the beginning of august by arjo technician. The inspection of all beds components and bed functionality will be checked then. The results of the device inspection and cause analysis will be provided to the next follow-up report.

Manufacturer narrative:
During inspection of arjo citadel beds in the hospital (B)(6), arjo technician found 3 citadel beds with the unacceptable distance between the retaining clip assembled on subframe spigot and bearing assembled into radius arm. It was about 5 mm, therefore it was beyond the range of acceptability that is equal to 4,2 mm. Additionally, it was confirmed that the c-clip securing radius arm was firmly located in place. The photographic evidence proved that the radius arm did not detach from the bed's frame and the bed did not collapse. These devices were used by the patient, however no injury or other medical consequences were reported. The malfunction decided to be reportable due to the fact that it may lead in the specific circumstances to the radius arm detachment and bed's collapse. The analysis below is related to the second out of three defective beds (serial number: (B)(6)). 100% manufactured citadel beds are checked during quality inspection to verify the required product specifications and check whether the acceptable performance criteria are met. At the time of inspection also the distance is verified at the manufacturer site. The acceptable distance is 4,2 mm if the gap is bigger, the bed cannot be released for use. The device history record for this bed was reviewed - no anomalies were recorded concerning claimed bed at the time of the manufacturing process. It confirms that at the time the bed was released for distribution, it was fully operational, and measured distances were within the identified manufacturer's specification. The manufacturer defect was ruled out to be a cause of the problem occurrence. The analysis of the reported problem carried out by the manufacturer revealed that two potential situations may lead to the extension of the distance and radius arm detachment in consequence. The first one when the backrest is locked with the obstacle e.g. Window sill (in the position of 45 degrees) and pushed till the actuator limit, then the bed is gently pulled by the foot section of the bed leading to the radius arm detachment. And the second one when the obstacle is put between the base frame and radius arm. The photographic evidence of this bed showed that the frame was bent and deformed in the middle section of the bed, which can confirm that one of the above-mentioned scenarios occurred. It can be also confirmed basis on the device history record that the device met the manufacturer's specification before was released to the customer. To sum up, the citadel bed was used with the patient and played a role in the reported malfunction. The device inspection revealed that this bed did not meet the manufacturer's specification. The complaint decided to be reportable due to the fact that the unacceptable distance under specific circumstances (described in the section above) may lead to the radius arm detachment and bed's collapse.

Manufacturer narrative:
The investigation is still ongoing. The device history record for the claimed serial number was reviewed. There was no anomalies found. The final conclusions will be provided to the next follow-up report.